Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.